Manufacturer narrative:
The porous coating on the cup appeared to be intact and showed evidence of bony ingrowth. The articular surface of the cup showed evidence of scratching and metallic transfer marks. In addition, there were some heavier scratches that were possibly caused by contact with surgical instruments during removal of the cup. There was no evidence of a polished main wear zone or changes in surface contour at the edges of the contact area, from which it is inferred that wear rates were not excessive. A worn indentation or deformation mark was observed at the rim of the bearing surface. It is possible that this wear or deformation might have occurred due to dislocation or subluxation of the head or from stem impingement. The bony ingrowth on the porous coating of the acetabular cup seems to indicate that the acetabular cup was well fixed. Root cause for the loosening could not be determined.

Manufacturer narrative:
Explant date are n/a, patient has not been revised. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #4) loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, it was further reported that the acetabular cup had migrated. To date, patient has not been revised.